Manufacturer narrative:
No cartridge was returned for evaluation and a lot number was not provided. The product meets all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on 13 may 2019 from the home therapy nurse (htn) regarding a (B)(6) female who became symptomatic approximately 5-10 minutes into her first hemodialysis treatment using the nxstage system on (B)(6) 2019. Symptoms included chest discomfort, back pain, decreased oxygen saturation, hypertension, increased heart rate, feeling cold and shivering, which resolved in approximately 45 minutes with administration of nasal oxygen. No other treatment was required, and the patient continues to perform therapy with the nxstage system using a dialyzer from a different manufacturer. Pre-treatment vitals: bp: 182/107, hr: 86, temperature: 36.1c. During treatment vitals (while symptomatic): decreased oxygen saturation: 64-78%, bp: 206/113, hr: 96-99, temperature: 36.2c.